Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the meter was not charging. The patient reported feeling sweaty and lightheaded before the alleged issue occurred. This complaint was documented using the documentation from the customer care advocate (cca). There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient's conditioned worsened since the patient did not report receiving any medical intervention. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.